Event description:
It was reported to philips that the device's rfu indicator showed a red "x". The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. Filter fb119 was missing from this processor board.